Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. The reported patient effect of hypersensitivity is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient had a 2.5x38 mm xience alpine stent implanted on (B)(6) 2015. When the patient returned home the patient read the contra-indications and noticed that this stent should not be implanted in someone with a nickel allergy. Reportedly no allergy testing has been done. The patient believes she has a nickel allergy when she wears fake jewelry. No rashes were noted. The patient was symptomatic with premature ventricular contractions (pvc) and supra-ventricular tachycardia (svt); however, the patient had a history of pvc and svt prior to stent implantation. Additionally, the symptoms went away as of (B)(6) 2015 after taking potassium pills. Reportedly the cardiologist was not concerned about the patients nickel allergy and did not prescribe any treatment. No additional information was provided.